Event description:
A malfunction on the customer's pump was reported, causing the screen to go dark and the pump not to turn on initially. This issue led the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." To address the high blood glucose level, the customer performed a correction injection via multiple daily injections (mdi). Technical support instructed the customer to troubleshoot the pump by reconnecting it to the power source, eventually resolving the screen issue. A replacement pump with updated software was sent to the customer, who acknowledged the necessity of completing training before using the new device.